Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and occasional low out of range pace impedance measurements of less than 200 ohms. As a result, the ra lead was surgically abandoned and replaced. There were no adverse patient effects.